Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they had their implantable neurostimulator (ins) replaced on wednesday. They went from primary cell (pc) to rechargeable cell (rc). They were given the okay from their doctor to charge the ins. They cannot get more than 4 coupling boxes and has tried turning the dials. Coupling considerations were reviewed. They checked the ins battery level with the patient controller and saw 50%. They checked it again and saw 75%. It was advised to bring the external components to review when the patient goes in for follow-up. No patient symptoms were reported.

Event description:
Additional information received from the consumer reported the consumer was still having difficulty charging the ins over 50%. The consumer was walked through recharging the ins but was getting zero coupling bars. The consumer confirmed the recharger antenna was directly over the ins and the antenna dial was turned to all four positions, but there was still zero coupling bars. An attempt was made to use the antenna locate feature, but the consumerdidn¿t see this feature appear when pressing and holding the stop and audio buttons. The consumer was then walked through communicating with the ins with the patient programmer (pp) which initially resulted in poor communication, but after repositioning the pp antenna there was successful communication confirming the ins was 50% charged and stimulation was on. The consumer was redirected to their healthcare provider (hcp) for further assistance.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The caller called back and said he is still concerned about the charging system, noting it doesn't charge over 50%. He saw the reposition antenna screen and no boxes were filled. The patient moved the antenna and tuned the dial the saw all 8 bars. The patient was going to continue to charge with full bars.